Manufacturer narrative:
There were no deviations reported in the DHR for part number 400-142, lot number a/26229. All released parts were within specification. Visual examination confirms the sliding core mobile bearing was fractured. This fracture occurred after 10.5 years of implantation.

Event description:
Star total ankle replacement sliding core mobile bearing was exchanged due to implant fracture.